Event description:
It was reported that the insulin pump was damaged in a vehicular accident. The reported blood glucose reading was 165 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.